Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic for device interrogation. Upon review, the implantable cardiac monitor exhibited false tachycardia episodes due to post sensed t-wave over-sensing. Programming changes were made on the device. No patient consequences.